Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On august 10, 2021, olympus medical systems corp. (Omsc) received the literature titled "comparison of endoscopic submucosal dissection application on mucosal tumor and subepithelial tumor in stomach". The purpose of this literature was to analyze, compare the efficacy and complication of esd between epithelial tumors and subepithelial tumors in a single center. In the literature, it was reported as follows; the study comprised 76 patients who underwent esd for 35 patients subepithelial tumor (set) and 41 mucosal neoplasms in kaohsiung medical university hospital between january 2007 and december 2016. In the esd procedure, marking was done around 2mm outside the margin of the target lesion with a needle knife or a dual knife (kd-650l). An initial cut was made with a tip-uncovered knife (kd-650l) outside the marking after injecting a glycerol solution into the submucosal layer. Mucosal circumferential cutting was performed with an it knife (kd-610l). Submucosal dissection was performed with an it knife or tip-uncovered type knife. Intra-operation bleeding was managed with coagrasper (fd-410lr). In the subepithelial tumor, 8 patients occurred intra-operation perforation. One received an emergent operation for tumor resection with partial gastrectomy, another one uses hemoclip to close perforation, and received elective surgery for tumor resection 2 days later. The other 6 patients of perforation received conservative medical treatment with endoscopic hemoclip closure and subsequent antibiotics treatment of 5~7 days without surgical intervention. In the mucosal neoplasms, 6 patients occurred delay bleeding, 3 patients had perforation. Among the 3 cases of perforation, 2 cases received an emergent operation for tumor resection, and 1 case used endoscopic hemoclip closed perforation and recovery after conservative treatment. Based on the available information, delayed bleeding was not reported in a direct relationship with the subject device. Omsc assumes that delay bleeding was not related to the subject device. However, intra-operation perforation might be related to the subject device due to using esd with the subject device. Omsc assumes that the intra-operation perforation without the emergent operation might not be caused or contributed to a death or serious injury whereas, omsc assumes that intra-operation perforation might be caused or contributed to a death or serious injury due to 3 patients received emergent operation. Therefore, omsc assumes that 3 intra-operation perforations with the emergent operation were an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Therefore, omsc will submit a medical device report (MDR) of the subject device for 3 intra-operation perforations with the emergent operation.